Manufacturer narrative:
The physician in this case consented to participate in the survey but did not consent to be contacted regarding the information provided and wished to remain anonymous, therefore information for facility and city cannot be provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the endeavor resolute rx coronary drug-eluting stent. Survey results from an interventional cardiologist in practice 14 years. In the past 12 months, the physician has used the endeavor resolute stent 34 times. 2 of the smallest (2.25 x 8 mm), 18 intermediate (2.25 x 12 mm to 4.00 x 34 mm) and 14 of the largest sizes (4.00 x 38 mm) of these stents were used. The following device complaints were encountered in procedure when using the endeavor resolute product over the last 12 months: two stent migration events were reported with no clinical/patient impact. One of the stent migration events was related to a pre-existing condition or comorbidity. Insertion difficulties were encountered in five cases, 2 of which resulted in no impact on the procedure and the other 3 resulted in no clinical/patient impact. No patient injury reported.